Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The 3mesio image report and post procedural images were provided by the facility, and the following was observed: calcification present at the patient's aortic native valve, radial tear bust at the distal shoulder of the inflation balloon with an umbrella shape. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and difficulty to withdraw system through sheath was confirmed via provided imagery. There were no manufacturing non conformances identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per imagery provided and event description, calcification was observed at the aortic native valve and at the sinotubular junction of the patient. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the balloon of the commander delivery system burst at full inflation during valve deployment due to sinotubular junction calcification. The valve was implanted in the intended position with excellent result. During withdrawal of the system, it was not possible to get the balloon back inside the esheath. Vascular surgeons surgically isolated the femoral artery to insert a new introducer into the contralateral access. The balloon and the tip were then separated from the rest of the delivery system to trap the balloon and withdraw it outside the patient from the contralateral access using a snare. The final outcome was good.

Manufacturer narrative:
Investigation is still ongoing.